Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (event site name). Due to character limitation in e1 block: event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported that before use the cs100 intra aortic balloon pump (iabp) had damaged ECG cable . There was no patient involvement and no adverse event reported.

Manufacturer narrative:
(B)(6). Updated fields: b4, d9, e1 (telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) replaced parts according to the order- cable assy, ECG leadwire set, 5-lead with 1 cable. Tested overall functionality. The machine was operating normally. 5,000 hrs kit and safety disk replacement due so recommended to replace them.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had an issue where the EKG cable was damaged before use of the device. No harm or injury to the patient was reported.